Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the insulating jacket on the rf head cord was cut, the rf head interrogated and passed functional testing in spite of damage. (B)(4).

Event description:
It was reported the cord on the rf (radio frequency) wand is cut. The rf wand was returned for repair. There was no patient involvement indicated.